Event description:
It was reported that the customer had a no delivery alarm during fixed prime. Customer's blood glucose was 156 mg/dl. Troubleshooting was not possible because, the no delivery alarm was resolved by set, reservoir, or complete set change. Customer was reminded to call back when the alarm occurs again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.